Event description:
According to the report, the patient developed a general allergic reaction 15 minutes after application of bioglue. The patient impact was quincke oedema, bronchospasm, exanthema, prolonged endotracheal intubation, intubation for 3 days, corticotherapy, antihistamines, without sequelae to patient. The procedure was a cranial duraplasty. Surgery for third ventricle colloid cyst removal. Bioglue was being used for dural sealing to prevent csf leak. The patient does not have any known allergies or sensitivities to bovine products, beef, or glutaraldehyde. The patient has not been exposed to bioglue or biofoam in previous procedures. The bioglue was applied on the suture line between the dura mater and patch. An allergy test was not performed. Dicynone 2ame 500mg i.v. Was used an hour before the end of the surgery.

Manufacturer narrative:
According to the report, the patient developed a general allergic reaction 15 minutes after application of bioglue. The patient impact was quincke oedema, bronchospasm, exanthema, prolonged endotracheal intubation, intubation for 3 days, administration of corticotherapy and administration of antihistamines. The patient experienced no sequelae. Additional information was received from the distributor on 02/26/2015. The procedure was a cranial duraplasty, a surgery for third ventricle colloid cyst removal, and bioglue was being used for dural sealing to prevent cerebrospinal fluid (csf) leak. The patient does not have any known allergies or sensitivities to bovine products, beef, or glutaraldehyde. The patient has not been exposed to bioglue or biofoam in previous procedures. The bioglue was applied on the suture line between the dura mater and patch. An allergy test was not performed. Dicynone 2ame 500mg i.v. Was used an hour before the end of the surgery. The bioglue manufacturing records for lot 13mgw084 were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The lot passed functional testing and met cryolife release specifications. According to the report, a patient underwent a cranial duraplasty procedure for third ventricle colloid cyst removal and bioglue was used to seal the dura for csf leak prevention. Fifteen minutes after bioglue was applied, the patient developed what the surgeon described as a "general allergic reaction" which resulted in the following: quincke oedema, bronchospasm, exanthema, prolonged endotracheal intubation, intubation for 3 days, administration of corticotherapy and administration of antihistamines. The patient experienced no sequelae. The surgeon states the dicynone was administered to the patient intravenously an hour before the end of the surgery, but no information is provided to indicate when it was administered in related to bioglue application. Dicynone, or "etamsylate," contains sodium bisulfite as an antioxidant which may cause an allergic reactions including, but not limited to, anaphylactic shock and life-threatening asthma attacks. It is contraindicated for use in patients with bronchial asthma, proven hypersensitivity to sulphites, or hypersensitivity to active substances or any of the excipients. Bioglue use is contraindicated in patients who are allergic or sensitive to materials of bovine origin or sensitivity to glutaraldehyde. It is possible that bioglue, dicynone, or both may have caused or contributed to the observed event. However, because it is unknown if the patient has bronchial asthma and no allergy testing was conducted, we are unable to definitively determine the root cause or what role, if any, bioglue and/or dicynone may have played with regards to the observed event. The patient had no known hypersensitivity to bioglue; however, a reaction to other drugs or materials used during surgery cannot be ruled out. Additional testing would be necessary to conclusively prove that the patient was allergic to bioglue. The instructions for use (IFU) includes precautions and warnings regarding potential hypersensitivity (allergic reaction). The root cause for the reported event was likely a type 1 hypersensitivity reaction to bioglue; however, a reaction to other drugs or materials used during surgery cannot be ruled out. The lot passed qc functional testing and met cryolife release specifications. There is no evidence to suggest an error or deficiency occurred at cryolife.

Event description:
According to the report, the patient developed a general allergic reaction 15 minutes after application of bioglue. The patient impact was quincke oedema, bronchospasm, exanthema, prolonged endotracheal intubation, intubation for 3 days, corticotherapy, antihistamines, without sequelae to patient. The procedure was a cranial duraplasty. Surgery for third ventricle colloid cyst removal. Bioglue was being used for dural sealing to prevent csf leak. The patient does not have any known allergies or sensitivities to bovine products, beef, or glutaraldehyde. The patient has not been exposed to bioglue or biofoam in previous procedures. The bioglue was applied on the suture line between the dura mater and patch. An allergy test was not performed. Dicynone 2ame 500mg i.v. Was used an hour before the end of the surgery.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.